Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose was 400 mg/dl. Customer declined troubleshoot for high blood glucose level. Customer was advised to replace the insulin pump will send back to the customer. Customer will return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The unit was open and inspected manually, no display anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.